Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient couldn't recharge the ins. The patient couldn't connect the recharger and the handset. Patient mentioned they got MRI last friday and after that they couldn't recharge the ins. Agent had the patient took out the recharger from the charger dock. Patient turned on the recharger and closed all apps on the handset. Patient attempted to connect and recharger and the handset and was successful. The patient was able to recharge the ins and the recharger was at 70% and got excellent recharge quality. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Patient reported corp helped them completely and they were give step by step instructions. Patient stated now a rep would be nice. Issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.